Event description:
A nurse reported two sets of cutters would not actuate after being opened. A third pack was opened and the case was completed without any further incidents. There was no pt injury reported.

Manufacturer narrative:
A probe has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).